Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, moisture indicative of a leak was reported on the supply line of the cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the nurse stated she was not sure if the patient line had been completely primed before starting therapy, and solution was seen on the outside of one of the supply lines. The nurse was unable to determine where the solution was coming from. The renal therapy service agent (rtsa) \advised the nurse to start over with new supplies. The rtsa reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.